Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's blood glucose was unknown. It was reported that the customer had air bubbles in their reservoir. The customer stated that they did not rewind the pump with a reservoir in place. The customer did a prime and fill cannula until the air bubbles were no longer visible. The customer did a complete set change, but the air bubbles still persisted. Advised the customer that the insulin pump should be replaced. Nothing further reported.